Event description:
Report received of delay in start of infusion due to cassette alarms. A pt was admitted to the ER with a very low blood pressure and weak pulse which progressed to asystole. While attempting to start a dopamine infusion to the y-site of a gravity IV, the pump gave cassette alarms. The pump was changed out but the alarms continued. A new cassette was then primed and the dopamine infusion was started without further problems. The pt was successfully resuscitated and admitted to a critical care unit. No additional info was available.